Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving morphine 1mg/ml and dilaudid 1mg/ml at 0.3598 mg/day via an implantable pump. It was reported that the patient had an infection at the pump site. The environmental, external or patient factors that may have led or contributed to the issue was the patient¿s poor nutritional state/compliance. The actions and interventions taken to resolve the issue was the pump was explanted. It was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.